Event description:
Nurse observed blisters on patient's back and back of lower legs after lying on the warming blanket in the auto mode; some had opened and scabbed over. First observation indicated patient was lying on blanket without a barrier between the blanket and skin.